Event description:
Pt had bilateral nlf swelling after the injections on (B)(6) 2010. On (B)(6) 2010, pt had swollen and red and a vitrase injection was given.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.